Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent a procedure on (B)(6) 2011 to remove skin overgrowth from the abutment. The implanted device remains.